Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs-of-use were observed. Visual analysis revealed that the catheter body was severed near the juncture hub. Microscopic examination confirmed the damage and revealed that the point of separation was smooth and uniform with no evidence of stretching observed. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). No damage or anomalies were observed with either of the extension lines. The point of separation measured 33mm from the juncture hub. The catheter body total length measured 590mm and 33mm, totaling 623mm, which is within the specification limits of 612-632mm per the catheter product drawing. The catheter outer diameter measured 2.42mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion product drawing. A lab inventory guide wire with a diameter of .035" was inserted through both sections of the distal lumen of the returned catheter. Little to no resistance was observed as the guide wire passed completely through the assembly. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The returned catheter was then leak tested per bs en iso which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. This indicates that there is no damage to the extension lines. Members of r & d were previously contacted regarding reports of this nature. They concluded that use error likely caused or contributed to this event. A manual tug test on all sections of the catheter body did not reveal any brittleness in the extrusion. Likewise, the catheter body was secure to the juncture hub and tip extrusion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a damaged catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was severed. The appearance of the point of separation appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. No damage or anomalies were observed on either extension line and the undamaged portions of the catheter passed leak testing performed per iso 10555-1. Based on the customer report and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "the catheter body was found cut during placement. Therefore, it was removed and replaced with a new kit. No harm to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter body was found cut during placement. Therefore, it was removed and replaced with a new kit. No harm to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".